Event description:
It was reported that the during pre-procedure of tracheostomy, noradrenaline started through pump. It was running without issue, then a channel error occurred. Moved infusion to another pump promptly. The pump was also running a blood transfusion at the time on another channel. Patients' blood pressure did drop from a systolic of 95 to75 mmhg during this time, improved swiftly when restarted. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-103539 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-103540.

Event description:
It was reported that the during pre-procedure of tracheostomy, noradrenaline started through pump. It was running without issue, then a channel error occurred. Moved infusion to another pump promptly. The pump was also running a blood transfusion at the time on another channel. Patients' blood pressure did drop from a systolic of 95 to75 mmhg during this time, improved swiftly when restarted. There was patient involvement, but no harm.